Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming that the red alert was due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.